Event description:
Information was received from a patient via a patient representative regarding an external device to an implantable pump. The indications for use was malignant pain. It was reported that the patient representative (caller) stated that the patient was having a lot of weird problems with the communicator/ handset. The caller stated that it stopped at 90% for 3-5 minutes and then all of a sudden they were locked out. The caller also stated that sometimes it took several tries before it would deliver the bolus. The caller mentioned that the issue has been going on for a while and had gotten worse in the last week or so. The manufacturer's technical services specialist (tss) reviewed with the caller that there was not a direct fix to the issue. The issue was not resolved through troubleshooting. Tss also reviewed lock out parameters and reviewed to close the app between bolus to see if it speeds up the bolus duration. The patient was requesting 12 boluses per day. The issue began a month ago and had been getting worse. The patient had a refill and there was no change in the communication issues. The time it took to get a bolus was consistently slow. The patient was closing the app twice a day. Sometimes, repositioning the communicator would improve the timing. The caller and patient was redirected to the patient's healthcare provider to further address the issue and have the healthcare provider call the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# unknown product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.